Manufacturer narrative:
Concomitant products: pco2015osx parietex pcox skirt 20 x 15cm, (lot # poi0462x). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, adhesions, abscess, fistula, infection/ infected mesh, wound drainage, inflammation, foreign body reaction, granulation tissue, dermal fibrosis, histiocytes, necrosis, enlarged lymph node, purulent material, and mesh exposure. Post-operative patient treatment included revision surgery, excision of abscess, excision of fistulous tract, antibiotics, replacement of mesh, abdominoplasty, removal of excess tissue, and removal of mesh.

Manufacturer narrative:
Additional information: continuation: (lot#poi0462x), reliatack device w 29 deep pur medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, adhesions, abscess, fistula, infection/infected mesh, wound drainage, inflammation, foreign body reaction, granulation tissue, dermal fibrosis, histiocytes, necrosis, enlarged lymph node, purulent material, and mesh exposure. Post-operative patient treatment included revision surgery, excision/drainage of abscess, excision of fistulous tract, antibiotics, replacement of mesh, abdominoplasty, removal of excess tissue, lysis of adhesions, and removal of mesh.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, adhesions, abscess, fistula, infection/infected mesh, wound drainage, inflammation, foreign body reaction, granulation tissue, dermal fibrosis, histiocytes, necrosis, enlarged lymph node, purulent material, pain, and mesh exposure. Post-operative patient treatment included revision surgery, excision/drainage of abscess, excision of fistulous tract, antibiotics, replacement of mesh, abdominoplasty, removal of excess tissue, lysis of adhesions, and removal of mesh.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, adhesions, abscess, fistula, infection/infected mesh, wound drainage, inflammation, foreign body reaction, granulation tissue, dermal fibrosis, histiocytes, necrosis, enlarged lymph node, purulent material, pain, blood loss, seroma, scar tissue, and mesh exposure. Post-operative patient treatment included revision surgery, excision/drainage of abscess, excision of fistulous tract, antibiotics, wound vac, abdominoplasty, removal of excess tissue, lysis of adhesions, medication, hernia repair with new mesh, and removal of mesh. Relevant tests/laboratory data: (B)(6) 2019: pathology report from upper and lower midline abdominal excisions showed mixed inflammation including abscess formation, focal foreign body giant cell reaction and granulation tissue. (B)(6) 2019: pathology -soft tissue specimen with chronic granulation tissue, chronic xanthogranulomatous inflammation and dermal fibrosis consistent with chronic fistulous tract. Foreign-body type giant histiocytes (B)(6) 2019: pathology report from medical device and tissue specimen showed synthetic white mesh, fibrous tissue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.